Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of haemorrhagic anaemia ("heavy menstrual cycle resulting in anemia"), pelvic pain ("pelvic pain") and menorrhagia ("heavy menstrual cycles/my cycles never lightened up after years of suffering") in a female patient who had essure (batch no. B40015) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included amlodipine, montelukast (singulair) and pantoprazole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years after insertion of essure, the patient experienced haemorrhagic anaemia (seriousness criteria hospitalization, disability and medically significant), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypertension ("high blood pressure"), musculoskeletal pain ("joint and muscle pain"), joint swelling ("swelling and stiffness of joints"), joint stiffness ("swelling and stiffness of joints"), fatigue ("extreme fatigue"), breast pain ("breast pain"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn"), burning sensation ("burning"), oesophagitis ("inflammed esophagus"), polycystic ovaries ("polycystic ovarian disease"), uterine leiomyoma ("fibroids"), rash ("rashes") and back pain ("chronic back pain"). The patient was treated with ferrous sulfate (iron), surgery (a total hysterectomy on (B)(6) 2018.) And surgery (endometrial ablation in march). Essure was removed in 2018. At the time of the report, the haemorrhagic anaemia, pelvic pain, menorrhagia, migraine, hypertension, musculoskeletal pain, joint swelling, joint stiffness, fatigue, breast pain, abdominal pain upper, gastrooesophageal reflux disease, dyspepsia, burning sensation, oesophagitis, polycystic ovaries, uterine leiomyoma, rash and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, breast pain, burning sensation, dyspepsia, fatigue, gastrooesophageal reflux disease, haemorrhagic anaemia, hypertension, joint stiffness, joint swelling, menorrhagia, migraine, musculoskeletal pain, oesophagitis, pelvic pain, rash and uterine leiomyoma with essure. The reporter considered polycystic ovaries to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5079274) on (B)(6)-2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhagic anaemia ("heavy menstrual cycle resulting in anemia"), pelvic pain ("pelvic pain") and menorrhagia ("heavy menstrual cycles/my cycles never lightened up after years of suffering") in a female patient who had essure (batch no. B40015) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included amlodipine, montelukast (singulair) and pantoprazole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years after insertion of essure, the patient experienced haemorrhagic anaemia (seriousness criteria hospitalization, disability and medically significant), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypertension ("high blood pressure"), musculoskeletal pain ("joint and muscle pain"), joint swelling ("swelling and stiffness of joints"), joint stiffness ("swelling and stiffness of joints"), fatigue ("extreme fatigue"), breast pain ("breast pain"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn"), burning sensation ("burning"), oesophagitis ("inflammed esophagus"), polycystic ovaries ("polycystic ovarian disease"), uterine leiomyoma ("fibroids"), rash ("rashes") and back pain ("chronic back pain"). The patient was treated with ferrous sulfate (iron), surgery (get a total hysterectomy on tuesday 2018.) And surgery (endometrial ablation in march). Essure was removed in 2018. At the time of the report, the haemorrhagic anaemia, pelvic pain, menorrhagia, migraine, hypertension, musculoskeletal pain, joint swelling, joint stiffness, fatigue, breast pain, abdominal pain upper, gastrooesophageal reflux disease, dyspepsia, burning sensation, oesophagitis, polycystic ovaries, uterine leiomyoma, rash and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, breast pain, burning sensation, dyspepsia, fatigue, gastrooesophageal reflux disease, haemorrhagic anaemia, hypertension, joint stiffness, joint swelling, menorrhagia, migraine, musculoskeletal pain, oesophagitis, pelvic pain, rash and uterine leiomyoma with essure. The reporter considered polycystic ovaries to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2018: summons received, this case is potential legal case, reporter lawyer added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). ) on (B)(6)2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhagic anaemia ("heavy menstrual cycle resulting in anemia"), pelvic pain ("pelvic pain") and menorrhagia ("heavy menstrual cycles/my cycles never lightened up after years of suffering") in a female patient who had essure (batch no. B40015) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included amlodipine, montelukast sodium (singulair) and pantoprazole. On(B)(6)2013, the patient had essure inserted. On (B)(6)2017, the patient experienced haemorrhagic anaemia (seriousness criteria hospitalization, disability and medically significant), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), hypertension ("high blood pressure"), musculoskeletal pain ("joint and muscle pain"), joint swelling ("swelling and stiffness of joints"), joint stiffness ("swelling and stiffness of joints"), fatigue ("extreme fatigue"), breast pain ("breast pain"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn"), burning sensation ("burning"), oesophagitis ("inflammed esophagus"), polycystic ovaries ("polycystic ovarian disease"), rash ("rashes") and back pain ("chronic back pain") and was found to have uterine leiomyoma ("fibroids"), 4 years after insertion of essure. The patient was treated with ferrous sulfate (iron) and surgery (endometrial ablation in march and get a total hysterectomy on tuesday 2018.). Essure was removed in 2018. At the time of the report, the haemorrhagic anaemia, pelvic pain, menorrhagia, migraine, hypertension, musculoskeletal pain, joint swelling, joint stiffness, fatigue, breast pain, abdominal pain upper, gastrooesophageal reflux disease, dyspepsia, burning sensation, oesophagitis, polycystic ovaries, uterine leiomyoma, rash and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, breast pain, burning sensation, dyspepsia, fatigue, gastrooesophageal reflux disease, haemorrhagic anaemia, hypertension, joint stiffness, joint swelling, menorrhagia, migraine, musculoskeletal pain, oesophagitis, pelvic pain, rash and uterine leiomyoma with essure. The reporter considered polycystic ovaries to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079274) on 04-sep-2018. The most recent information was received on 17-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe and persistent pelvic pain"), menorrhagia ("heavy menstrual cycles/my cycles never lightened up after years of suffering/dysfunctional uterine bleeding"), haemorrhagic anaemia ("heavy menstrual cycle resulting in anemia") and autoimmune disorder ("autoimmune symptoms") in a 33-year-old female patient who had essure (batch no: b40015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: yaz and depo provera. Past adverse reactions to the above products included blood pressure measurement with depo provera; and drug intolerance with yaz. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included montelukast sodium (singulair). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain ("chronic back pain/severe and persistent low back pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fatigue ("extreme fatigue/fatigue"). In 2016, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient experienced migraine ("migraine"). On (B)(6) 2016, the patient experienced anaemia ("severe anemia"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), nausea ("nausea"), arthralgia ("joint pain"), vision blurred ("blurred vision") and allergy to metals ("allergic to nickel"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criteria hospitalization, disability and medically significant), hypertension ("high blood pressure"), musculoskeletal pain ("joint and muscle pain"), joint swelling ("swelling and stiffness of joints"), joint stiffness ("swelling and stiffness of joints"), breast pain ("breast pain"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn (reflux)"), burning sensation ("burning"), oesophagitis ("inflammed esophagus") and polycystic ovaries ("polycystic ovarian disease") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with amlodipine, doxycycline hydrochloride, ferrous sulfate (iron), hydrochlorothiazide, lisinopril, metronidazole (flagyl), pantoprazole and surgery (endometrial ablation: on (B)(6) 2018 and she underwent robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue was resolving, the menorrhagia, haemorrhagic anaemia, uterine leiomyoma, rash and back pain had resolved and the migraine, hypertension, musculoskeletal pain, joint swelling, joint stiffness, breast pain, abdominal pain upper, gastrooesophageal reflux disease, dyspepsia, burning sensation, oesophagitis, polycystic ovaries, autoimmune disorder, nausea, arthralgia, anaemia, vision blurred and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, breast pain, burning sensation, dyspepsia, gastrooesophageal reflux disease, joint stiffness, joint swelling, musculoskeletal pain and oesophagitis with essure. The reporter considered allergy to metals, anaemia, arthralgia, autoimmune disorder, back pain, fatigue, haemorrhagic anaemia, hypertension, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, rash, uterine leiomyoma and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2013: negative. Ultrasound scan vagina: on (B)(6) 2014: normal-appearing right ovary. 2 cm cyst in the left ovary, likely dominant follicle; on (B)(6) 2016: globular appearing uterus without sonographic evidence for uterine fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, pelvic pain, menorrhagia, nausea, migraine, back pain, polycyclic ovarian syndrome." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: reporter information was added. This case concerns 33 year old patient. Her historical and concurrent conditions were added. Lab data was added. Her treatment medications were added. Essure indication was added. Essure removal date was added. Per plaintiff fact sheet following events: autoimmune symptoms, blurred vision, nausea, severe anemia, joint pain, allergic to nickel were added. She had recovered from lower back pain, rashes, fibroids and recovering from pelvic pain, fatigue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.